Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sex") and pain ("pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dyspareunia and pain outcome was unknown. The reporter considered abdominal pain, dyspareunia and pain to be related to essure. Most recent follow-up information incorporated above includes: on 26-apr-2018: new events added (pain during sex, abdominal cramping and pain). It was reported that surgery was performed to remove device. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal cramping, severe and persistent abdominal") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gun shot wound, gravida, vaginal discharge and tobacco abuse. Concurrent conditions included overweight and anesthesia. Concomitant products included lisinopril (lisopril) since 2015 for blood pressure high. On (B)(6) 2008, the patient had essure inserted. In (B)(6)2008, the patient experienced menorrhagia ("heavy bleeding with large blood clots, long periods"), back pain ("back pain") and the first episode of dyspareunia ("painful intercourse"). In (B)(6) 2008, the patient experienced cystitis ("recurrent bladder infections"). In 2009, the patient experienced anger ("angry"), crying ("crying"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections") and weight increased ("weight gain"). In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain, pelvic pain") and rash ("rash on abdomen"). In 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of dyspareunia ("pain during sex"), mood swings ("mood swings"), balance disorder ("feeling off balance"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). The patient was treated with hydrocortisone and surgery (13feb2018(bilateral salpingectomy performed)). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain, pelvic pain and back pain was resolving, the genital haemorrhage, menorrhagia, mood swings, weight increased, alopecia, vaginal infection and urinary tract infection had resolved and the last episode of dyspareunia, cystitis, balance disorder, anger, crying, bacterial vaginosis, vulvovaginal mycotic infection and rash outcome was unknown. The reporter considered abdominal pain, alopecia, anger, back pain, bacterial vaginosis, balance disorder, crying, cystitis, genital haemorrhage, menorrhagia, mood swings, pelvic pain, rash, urinary tract infection, vaginal infection, vulvovaginal mycotic infection, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: current weight: 179 lbs. Two trailing coils on the right 0 trailing coils but the device seen protruding through ostium on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. On (B)(6)2008 patient underwent essure confirmation test-hysterosalpingogram (hsg) test most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received event " abnormal bleeding, heavy bleeding with large blood clots, long periods, recurrent bladder infections, mood swings, feeling off balance, angry, crying, bacterial vaginosis, yeast infections,severe and persistent abdominal, pelvic, and back pain, weight gain, painful intercourse, hair loss, rash on abdomen, vaginal infection, urinary tract infection" were added. Reporter, product and patient information updated. Concomitant and historical condition were added. Outcome of event " severe and persistent pain in my abdomen, pelvis, and back pain, weight gain, hair loss, heavy bleeding, mood swings, and vaginal and urinary tract infection were recovered . Lab data and lot number added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal cramping, severe and persistent abdominal") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gun shot wound, gravida, vaginal discharge and tobacco abuse. Concurrent conditions included overweight, anesthesia, dysplasia, blood in urine, colonic diverticulosis and hypertension. Concomitant products included lisinopril (lisopril) since 2015 for blood pressure high. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("pain during sex /painful intercourse"), menorrhagia ("heavy bleeding with large blood clots, long periods"), back pain ("back pain"), pollakiuria ("frequent urination") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain, pelvic pain"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In (B)(6) 2008, the patient experienced cystitis ("recurrent bladder infections") and urinary tract infection ("urinary tract infection"). In 2009, the patient experienced anger ("angry"), crying ("crying"), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal mycotic infection ("yeast infections"). In 2010, the patient experienced rash ("rash on abdomen"), depression ("depression"), anxiety ("anxiety;") and nausea ("nausea"). In (B)(6) 2010, the patient experienced toothache ("extremely painful teeth"). In 2011, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), balance disorder ("feeling off balance") and vaginal infection ("vaginal infection"). The patient was treated with hydrocortisone and surgery ((B)(6) 2018(bilateral salpingectomy performed)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, pelvic pain, menorrhagia, mood swings, back pain, weight increased, alopecia, vaginal infection, urinary tract infection, nausea, dysmenorrhoea and vaginal discharge had resolved and the dyspareunia, cystitis, balance disorder, anger, crying, bacterial vaginosis, vulvovaginal mycotic infection, rash, depression, anxiety, pollakiuria, toothache, allergy to metals and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anger, anxiety, back pain, bacterial vaginosis, balance disorder, crying, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mood swings, nausea, pelvic pain, pollakiuria, rash, toothache, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 179 lbs. Two trailing coils on the right 0 trailing coils but the device seen protruding through ostium on the left. Discrepancy noted in date of implant : (B)(6) 2008 , (B)(6) 2008 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: pelvic exam revealed a midplane to slightly extroverted, normal size uterus and normal adnexa. Intraoperative findings revealed a normal endometrial cavity with no filling defects, properly placed essure. Sterilization devices were on the right and left side with no leakage of dye from the distal ends of the fallopian tubes. This exam appears to confirm that the essure devices have occluded the fallopian tubes bilaterally. Ultrasound scan vagina - on (B)(6) 2009: essentially negative. Small amount of fluid. Multiple small follicles. A relatively normal endometrium. On (B)(6) 2008 patient underwent essure confirmation test-hysterosalpingogram (hsg) test . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain , lower back pain ,pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received. Reporters information updated.events: psychological or psychiatric problems condition: depression and anxiety, frequent urinaration nausea, dental problems, nickel allergy, dysmenorrhea (cramping)vaginal discharge were added. Outcome of event: pain , nausea, cramping, vaginal discharge were updated. Lab data, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sex") and pain ("pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dyspareunia and pain outcome was unknown. The reporter considered abdominal pain, dyspareunia and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jun-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal cramping, severe and persistent abdominal") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gun shot wound, gravida, vaginal discharge and tobacco abuse. Concurrent conditions included overweight and anesthesia. Concomitant products included lisinopril (lisopril) since 2015 for blood pressure high. On (B)(6) 2008, the patient had essure inserted. In (B)(6)2008, the patient experienced menorrhagia ("heavy bleeding with large blood clots, long periods"), back pain ("back pain") and the first episode of dyspareunia ("painful intercourse"). In september 2008, the patient experienced cystitis ("recurrent bladder infections"). In 2009, the patient experienced anger ("angry"), crying ("crying"), (B)(6) bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections") and weight increased ("weight gain"). In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain, pelvic pain") and rash ("rash on abdomen"). In 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of dyspareunia ("pain during sex"), mood swings ("mood swings"), balance disorder ("feeling off balance"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). The patient was treated with hydrocortisone and surgery (13feb2018(bilateral salpingectomy performed)). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain, pelvic pain and back pain was resolving, the genital haemorrhage, menorrhagia, mood swings, weight increased, alopecia, vaginal infection and urinary tract infection had resolved and the last episode of dyspareunia, cystitis, balance disorder, anger, crying, bacterial vaginosis, vulvovaginal mycotic infection and rash outcome was unknown. The reporter considered abdominal pain, alopecia, anger, back pain, bacterial vaginosis, balance disorder, crying, cystitis, genital haemorrhage, menorrhagia, mood swings, pelvic pain, rash, urinary tract infection, vaginal infection, vulvovaginal mycotic infection, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: current weight: 179 lbs. Two trailing coils on the right 0 trailing coils but the device seen protruding through ostium on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. On (B)(6) 2008 patient underwent essure confirmation test-hysterosalpingogram (hsg) test quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc(product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.